Event description:
Customer was admitted to hospital for low blood glucose. Emergency room doctor called and stated customer had sudden low blood glucose and was treated but blood glucose took a time to rise. While disconnected from the pump reviewed all settings and histories with the doctor and they were all correct.